Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to high blood glucose over 300mg/dl and urinary tract infection. The customer mentioned having difficult time with controlling his blood glucose. He mentioned that the insulin pump was only suggesting a smaller bolus when his glucose level was high. Reviewed the settings on the insulin pump and the caller stated that the active insulin time was not right. Assisted with setting the active insulin time to two hours. No further information was provided.